Event description:
The customer reported that the unit failed with an internal communications errors occurrences. The customer reported that the unit was in use on patient, but no patient harm reported. The biomedical engineer stated that he reseated the data acquisition to motor controller cable and the reported problem was corrected. The unit is now back in service.